Event description:
It was reported that the customer experienced issues the act button on the insulin pump. The customer stated that sometimes he had to press it several times for the insulin pump to register the press. The customer stated that this issue occurred once a day was becoming more frequent. Troubleshooting was done. The customer's blood glucose was 70 mg/dl. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to unlocked lcd keypad connector. The insulin pump received with minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.